Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, the surgeon used trident insert trial (0 degree). He found that the insert trial broke. Surgeon removed the one broken piece. Afterwards, surgeon found out that two points of insert trial broke. There is possibility one of the broken pieces remaining in the patient's body.

Manufacturer narrative:
An event regarding crack/fracture involving a trident trial was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection showed scratches and burrs on outside surface of the trident insert trial . A fracture was noted around the outer cup edge which is consistent with fracturing that occurring after repeated loading cycles. Turning the device upside down showed 2 points of the lip was missing. Examination of the returned device consulted with material analysis engineer indicated the fracture surface was due to overload conditions and further assessment was not required. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that broken insert trial was caused by overload from repeated use. The fracture occurred over time until the final fracture occurred as reported. If additional information becomes available, this investigation will be reopened.

Event description:
During surgery, the surgeon used trident insert trial (0 degree). He found that the insert trial broke. Surgeon removed the one broken piece. Afterwards, surgeon found out that two points of insert trial broke. There is possibility one of the broken pieces remaining in the patient's body.